Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device currently under investigation.

Event description:
The user facility reported deployment difficulties with the angio-seal device. The following information was provided by the user facility: collagen could not be placed/released as usual; they had to cut the suture, release the collagen manually and push the collagen down completely manually with the tamper; hemostasis was achieved by angioseal. Additional information was provided on 6/6/17. They couldn't put the collagen in place so they cut the suture and pushed the collagen with the tamper tube manually. The patient's condition is ok.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to 1) provide the evaluation results. One used 6 fr angioseal was received at terumo medical corporation for product analysis. Gross visual analysis of the components found dried remnants of body fluids on each component. The hemostatic sheath and the carrier tube were both separated. The tamper tube was still in the carrier tube assembly. The cut sections of the hemostatic sheath occurred approximately 4" from the distal end of and the cut of the carrier tube was approximately 3.75" from the distal end. The device cap was in the rear lock position indicating that some steps of the deployment process had likely been followed. In addition to the returned hemostatic sheath and carrier tube assembly, approximately 3" of the suture was also returned along with the intact arteriotomy locator the angioseal device was received with the carrier tube assembly mated with the hemostatic sheath. Microscopic analysis then occurred on the distal end of the cut site on the carrier tube assembly. Elongation and twisting of the tamper tube material along with rough edges along the outer diameter of the carrier tube were observed indicated that the user likely applied significant force to the carrier tube and tamper tube to achieve the separation that was occurred. To assess if any obstructions existed in the hemostatic sheath that may have prevented the release of the collagen, the green arteriotomy locator was inserted into the distal portion of the hemostatic sheath. As the arteriotomy locator was inserted, resistance was felt. Additional force was applied and a portion of dried remnant of body fluid, which had congealed, was pushed out of the distal end of the hemostatic sheath. From the condition of the returned device, it appears as though the congealed blood like substance in the hemostatic sheath may have provided resistance, which prevented the release of the collagen. The gnarled end of the cut site of the carrier tube indicates that the user used significant force to cause the separation of the carrier tube and hemostatic sheath. The presence of the tamper tube still embedded within the carrier tube indicates that the user likely used the carrier tube and tamper tube assembly to tamp the collagen once the user was able to release the collagen. The complaint was confirmed for deployment difficulties since the congealed blood provided resistance to the passage of the arteriotomy locator through the hemostatic tube. The modifications that the user made to the device and the congealed blood are not manufacturing related but risks presented by the procedure. There has been no previous reports for this part/lot number combination. There were no related issues noted during manufacturing of the reported product code and lot number. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.